Manufacturer narrative:
(B)(4). Film evaluation results are: a review of CT¿s and 3d film report from ~4 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned just below the renal arteries. The bifurcate proximal neck diameter measured ~31mm. The bifurcate ipsi limb and extension were positioned down into the right common iliac artery. The origin of the contra limb came off the anterior-right side, and was acutely angulated as it coursed distally and across the ipsi limb and into the distal sac. The proximal end of the contra limb extension was seen placed just inside or at the level of the contra limb, with little or no component overlap, and extended distally into the left common iliac artery. The outer diameter of the stent grafts at the junction measured 30mm. The maximum diameter aaa measured 7.7cm, and no clear type iii junctional endoleak was seen. However, it is possible that the marginal junctional contra limb overlap may have been pressurizing the sac. Beginning within the contralateral limb extension, significant thrombus (15 ¿ 20mm lumen diameter) was seen extending to the distal end of the left limb. No stent graft kinks or compression was observed, and no occlusion or thrombus was seen within the right/ipsi limbs or distal to the stent grafts bilaterally. The distal end of the contra limb extension was unopposed to the aneurysmal left common iliac artery. The distal limb od measured 29mm, and the iliac artery diameter at that location was ~4cm. The distal end of the right limb also terminated within the aneurysmal right common iliac artery, which measured 33mm in diameter. No contrast was seen within the distal aaa; however, it is possible that the lack of distal left <(>&<)> right limb apposition to the iliac arteries were pressurizing both common iliac arteries, and may have also been pressurizing the aaa sac. The exact cause of the events could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant images were not available for review and comparison. It is possible that the reported distal type I endoleak from the left limb as well as the marginal distal seal on the right limb, were both caused by disease progression; iliac artery dilatation. The limb separation between the contra limb and left extension could not be determined. The amount of component overlap at implant is unknown. This may have been caused by vessel morphology changes. Although no clear endoleak was seen within the aaa sac, it is possible that the limb detachment and insufficient bilateral iliac limb sealing may have all contributed to the aaa rupture. The cause of the thrombus noted within the detached left/contra limb extension also could not be determined. The blood flow dynamics could not be assessed from the CT¿s provided. It is possible that the limb detachment may have contributed. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 65 mm abdominal aortic aneurysm. It was reported that the patient had a CT scan that revealed an endoleak. Approximately, one month later, the patient presented emergently with back pain and hypotension. The physician elected to perform open surgery and it was determined that the endurant stent graft extension had a distal type I endoleak. Additionally it was discovered that the aneurysm had ruptured. The physician also determined that there was a possible type iii separation endoleak between the endurant 16x28x124 stent graft limb and the endurant 28x28x82 stent graft extension. The physician elected to explant the left iliac endurant 16x28x124 stent graft limb as well as the endurant 28x28x82 stent graft extension. A dacron graft was then used to reestablish seal to the aorta. The procedure was completed with the endoleaks and aneurysm rupture resolved. Per the physician, the cause of the distal type I endoleak and rupture was due to patient disease progression of the left common iliac causing a loss of seal. The physician determined that the possible type iii separation endoleak may have occurred due to the surgical conversion. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.